Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation".per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration.

Event description:
On (B)(6) 2013, the patient was implanted with a low-profile gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm.on (B)(6) 2013, a computed tomography (CT) scan revealed the graft was stable.on (B)(6) 2014, CT scan revealed the graft had migrated distally of its intended infrarenal position by approximately 6 cm. The physician attributed the migration to a tortuous infrarenal neck (degree of angulation was unknown).the patient has been referred to another facility for further evaluation and treatment.